Event description:
(B)(4). It's critical that all of my symptoms be captured for this report and the report to the FDA. Here's all of the side affects I continue to experience along with the chronic pain: sharp stabbing pelvic pain, ovarian cysts, hyperhidrosis, off the charts high histamine levels, uterine inflammation, loss of libido, painful intercourse, abdominal spasms/twitching/fluttering, all over body aches/pains, joint inflammation, severe stomach bloating ( I look 4 months pregnant), tingling sensations, bad brain fog, extreme anxiety, panic attacks, mood swings, black-outs, fainting, low blood pressure, numbness in thighs, blood clots, vitamin d deficiency, metal allergy, hives/rashes, heart palpitations, swollen legs/feet, unexpected fevers, vision problems, hair loss and extreme weight gain (30 plus pounds). Right now, I cannot stand for more than 10 minutes at a time without my body screaming at me. The only way the pain subsides is too lie down.

Event description:
(B)(4). I am one of the healthiest women that went into this procedure with no prior aches, pains or taking any prescribed medicines from a doctor. I only went to my doctor twice per year at the most until essure was implanted in my body. The obgyn that did the procedure in her office admitted seven days after my implant that she had problems getting the coil into my left tube and broke the device inside my uterus. She had to open a second package to finish the procedure. She only admitted this after I continued calling her office several times talking about the left side pain I continued to have. I began immediately having stomach related problems that took me to urgent care and ER. I would go back to the obgyn to talk about all my stomach problems and she told me where my pain was was related to my colon and that I was constipated. After being under the care of many specialists and providing these results to her, she finally listened. On (B)(6) 2014 she cut out both tubes and mentioned it was a good thing she removed them as the left coil was on its way out. I asked if she did the hysterectomy I requested as I knew after all my research, this was the only way women were feeling 100% better, she told me she thought I was too young but reassured me she got all of the device out. Although I could immediately feel the difference in the level of pain after surgery, I continue to have the discomfort on the left side of my body. The last two years have been a total hell not only on me, but my family. I lay her today almost bedridden and unable to stand to do the easiest things, waiting to see a new obgyn as the one that did the implant will no longer see me as a patient. Even though I stood in her office in extreme pain, she shoved me out the door telling me to go get a second opinion leaving me in pain since (B)(6) 2016. I am waiting to see my new doctor to hopefully get the hysterectomy my body so badly needs. This has come at a big price mentally, physically and medically. To make a long story, short, my histamine levels are so high my body physically sweats 24/7 as it try's to fight off the invader that's still in my body. I am working with an allergist, endocrinologist, gastro, obgyn and primary care doctor. I have been all over trying to heal a body that is inflamed and feels like I could pass at any time. Although I had the device removed within one year of it being implanted, parts of the device are still in my uterus creating just as much or as more medical problems that I know are coming from this device.